Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device touchscreen did not respond when pressed. There were no reports of any patient involvement, adverse patient events, or reported delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.